Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records have been received for evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.

Event description:
The patient underwent implantation of the alto stent graft system for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2026. Approximately two months after the initial procedure, an angiogram was performed due to concerns for a possible endoleak. Regular follow-up imaging, including ultrasound and computed tomography angiography (cta), identified the presence of an endoleak. The angiogram suggested a possible type 3b endoleak originating from the left limb of the stent graft. The limb was relined in an attempt to address the leak; however, the endoleak persisted. A palmaz stent was subsequently placed at the primary ring of the graft, which resulted in a reduction of the leak which indicated the endoleak is likely a type 1a endoleak. The physician decided to stop and reverse heparin therapy to assess whether the endoleak would resolve. Further follow-up with cta imaging is planned and monitor for resolution of the endoleak.